Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received the device was in clinical use at the time of the reported event. The issue happened during the planned/non-emergency treatment, the procedure was completed by using wired footswitch. A philips field service engineer (fse) examined the system onsite and confirmed that the wireless footswitch does not work. The fse observed that wifi and base station indicator was in red. Fse identified the cause of the issue due to wi-fi connection. To resolve the issue fse replaced the table base connection box. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277- 2021/10/29-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Accordingly, the user reported that even though the wireless footswitch may have not been operating it was able to successfully complete the procedure using the now mandatory back-up wired footswitch.

Event description:
It was reported to philips that there was intermittently wireless foot switch lost the wi-fi connection and did not work. The device was inside of clinical use at the time of the reported event, no harm was reported to philips. As per the field service engineer, the wireless footswitch was not working even after having full charge. Philips has started an investigation of this complaint.